Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in aviva combo system 2 (lot number 490362, expiration date 10/31/2012). Reference medwatch report (B)(6) for the suspect device used in aviva combo system 1. Reference medwatch report (B)(6) for the suspect device used in the mobile system.

Event description:
Customer received result of 9.9 mmol/l on aviva combo system 1, result of 5.3 mmol/l on aviva combo system 2, and result of 5.1 mmol/l on the mobile system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.